Event description:
The customer contacted siemens to report that smoke emitted from the dimension exl 200 instrument. The customer also observed that the instrument turned off and the uninterruptible power supply (ups) was not lit up. The customer disconnected the plug from the voltage source. The customer had a backup instrument to process patient samples. Therefore, there were no reports of delays in processing patient samples and no impact to patient testing or care. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that smoke emitted from the dimension exl 200 instrument. The power switch was in the off position and the uninterruptible power supply (ups) was not lit up. The customer disconnected the plug from the house voltage source. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed a blown fuse. Siemens determined that the instrument's fuse was blown due to the uninterrupted power supply (ups). The cse replaced the ups and ac power line. Then, the cse ran system checks, which passed. The dimension exl power system is equipped with a double online conversion 2kva ups and an internal isolation transformer to help shield and protect it from electrical disturbances and power outages. The dimension exl system is designed and tested to meet the following electrical and safety codes: ul 61010-1: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1: general requirements; can/csa c22.2 no. 61010-1: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1: general requirements; can/csa c22.2 no. 61010-2-081: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for automatic and semi-automatic laboratory equipment for analysis and other purposes; can/csa c22.2 no. 61010-2-101: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for in vitro diagnostic (ivd) medical equipment; en61010-1: 2001, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1: general requirements;en61010-2-081: 2002, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for automatic and semi-automatic laboratory equipment for analysis and other purposes; en61010-2-101: 2002, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for in vitro diagnostic (ivd) medical equipment. As part of the above code requirements, the power system is designed and tested to withstand up to 2,000 volts power surges and 1,000 volts of electrical fast transients on all three power lines; line 1, line 2 and ground. Even with the above electrical safety and power protection, the instrument can have server electrical disturbances and severe electrical disturbances can affect the performance of the dimension exl 200 instrument. There is no design issue or product problem with the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.